Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient was experiencing tremendous pain in his rear-end cheek all the way down the sciatic nerve. The patient stated he had the stimulator implant to help with spinal stenosis and a dozen things that are wrong with his spine and back. The patient stated he does "have sciatic" and spinal stenosis but he doesn't know what is causing this pain. The patient mentioned he was at the chiropractor yesterday and when they were working on the bottom of the leg he was in tremendous pain. The patient stated he received a new patient programmer and discovered he must have decreased the stimulation before he went on a trip and had to increase the stimulation and there was pain. The patient further mentioned if he turns stimulation up too high he can't lay down and it feels like it electrocutes him. The patient confirmed decreasing the stimulation resolved the issue. The patient was redirected to follow-up with the healthcare provider to discuss symptoms and programming. No further complications were reported/anticipated. Omitted information related to (B)(4) ¿ patient programmer rpl.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient's physician was notified about the pain issue. Adjustments were made in their medication and the issue was somewhat resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.